Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis and the patient¿s hospitalization was prolonged due to the occurrence of other indications. Treatment for the peritonitis was not reported. On an unreported date the patient was discharged home from the hospital. The outcome of the peritonitis event was not reported. The action taken with dianeal therapies was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient was originally admitted to the hospital in (B)(6) 2014 because he had peritonitis; however the exact occurrence date was not specified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.